Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to infection and high blood glucose on (B)(6) 2018 with blood glucose of 947 mg/dl. The customer's current blood glucose was 581 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with fluids and insulin pen. Customer was not calling back to perform a high pressure test. Troubleshooting was done for high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.